Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during training/demo, issues had occurred with drape engagement on patient side manipulator (psm3), specifically with the drape falling off psm3. The trainer called after training to describe how the team had been taping the drape up for psm3. It was noted that the field service engineer (fse) was aware of the situation and was expected to follow up. Troubleshooting steps were not fully completed at the time of reporting. There was not report of patient involvement.